Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the patches had been sent to the station. The technical support specialist confirmed that the customer rebooted the station to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system prompted error message "read,write or invalid smart cubie memory",preventing user from login and removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.